Manufacturer narrative:
(B)(4) fiber broken within the connector. (B)(4). A flexiva 200 tractip laser fiber was received for evaluation in one piece. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared unused. Post disinfection at boston scientific noted that the laser fiber broke during rinsing cycle. The first piece measured approximately 22cm from the top of the connector to the break. The second piece measured 294cm from the break to the distal tip. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible; as a result, effective transmission was not measured. Therefore, the reported complaint could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that on april 13, 2016 a flexiva tractip 200 laser fiber was used during a flexible ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a dornier 20watt. According to the complainant, during the procedure and outside the patient, the laser fiber was not recognized by the laser unit. The procedure was completed with another flexiva tractip 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within connector.